Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. The proximal aortic neck measured 25 to 28 mm in diameter and 23 mm in length. The vessel was mildly tortuous and calcified. It was reported that one day post-operative CT scan revealed a possible type iii separation endoleak between the ipsilateral limb of the bifurcate and the right limb extension. In addition, there was occlusion observed in the right limbs. The patient had no flow in the right leg. A secondary intervention was performed. During the secondary intervention, the physician was unable to cannulate the ipsilateral gate. The physician then implanted an 32x14x102 aui stent graft and performed a femoral to femoral bypass, resolving the event. Per the physician, the cause of events was unknown. No additional sequelae were reported and the patient is fine.